Event description:
Facility reported an alleged hole in the catheter at approximately the 7.5cm mark. Catheter was reportedly removed.

Manufacturer narrative:
A lot history review (lhr) of rey11914 showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.